Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out-of-range pacing impedance measurements and high capture thresholds on the non-boston scientific left ventricular (lv) lead. At this time, the product remains in service.